Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-06334. It was reported the patient underwent surgical intervention on (B)(6) 2016 where the lead and ipg were explanted. Scar tissue surrounding the lead was compressing the spinal cord causing pain at the lead site. When the ipg pocket site was opened purulent drainage was discovered and granulation tissue migrating up the lead to the thoracic region. The patient was discharged from the hospital on (B)(6) 2016 with a PICC line and IV vancomycin.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-06334.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-06334. Follow up information identified the patient remains on antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-06334. Follow up information identified the pain and infection has resolved.